Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced an increase in sensitivity when making positional changes. The patient denied any falls or recent trauma and there were no contributing factors related to the event. The rep interrogated the implantable neurostimulator (ins) and a lead showed that six electrodes were out of range; only electrodes 2 and 4 were within normal limits. So, the rep reprogrammed the patient using only those two electrodes and notified the nurse practitioner of the finding. The issues were not resolved at the time of the report and it was unknown if surgical intervention was planned. There were no further complications reported or anticipated.

Event description:
Additional information was received from the manufacturer's representative (rep) stating that the patient had implantable neurost imulator (ins) replacement done yesterday. The rep reported that the patient's prime cell depleted due to normal battery depletion and impedance was not able to interrogate pre-op procedure. It was noted that the patient used her stimulation on occasional from (B)(6) 2019 to (B)(6) 2020 when the ins reached normal end of service (eos).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.